Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. No more information was available. The reported issue has been confirmed during evaluation of received problem description. No ventilator logs were provided. Information about the current status of the ventilator has not been provided. H3 other text : 4117.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description, service report and ventilator's log files. During further investigation of the reported issue it was found that the expiratory channel printed circuit board , pc2024, was defective and required replacement. No parts were returned for further investigation. Since no parts could be investigated further, the root cause of the issue has not been determined.